Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, was alarming no disposable, clamp tubing. It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 8.9 ml, rate 2 m.hr and 83.10 ml was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).